Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's fiancé that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 35 mg/dl at the time of the incident. The customer had put in 200 units into the reservoir after a set change and found 180 units were gone. The customer was at 50 mg/dl at the time of admission, and 219 mg/dl at the time of the call. The customer juice, food, glucose tablets, and was given intravenous glucose to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the pump settings were found to be incorrect. The customer had a daily total bolus delivery of 3000 units. The customer had over bolused. The customer was new to the pump and had not yet been trained. The insulin pump will not be returned for analysis.